Manufacturer narrative:
The impella cp optical was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old white female patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support with the impella cp optical pump. During support, the physician found a lack of distal pulses in the impella inserted leg. As treatment, the device was prematurely removed. The patient was deemed stable, therefore, no new left ventricular assist device was required.